Event description:
On (B)(6) 2011, the pt underwent treatment for a thoracic aortic aneurysm. A straight tip lunderquist guidewire was used to track a gore tag thoracic endoprosthesis to the intended area of deployment. Images showed the tip of the lunderquist wire had pierced in and out of the sub-intimal layer of the vessel wall, and was in the false lumen. The device and guidewire were drawn back until the tip was in the true lumen. The device was deployed in the aneurysm sac with the only the most distal end of the device outside the sac in the aorta. A second tag device was deployed just below the left subclavian artery, and along side the previously deployed device. An additional tag device was deployed along side the first device and within the second device to extend coverage distally. The aneurysm was excluded, with no sign of endoleak. It was reported that closing was performed by another physician who was not aware the external artery was the access vessel used. A complication occurred which required transfusion. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to: endoprosthesis: improper placement. Bleeding (procedural and post-treatment).